Event description:
Customer reported experiencing ongoing intermittent low blood glucose¿s, with the lowest recorded level at 42 mg/dl. Carbohydrates were consumed to manage the situation. Customer's pump had the control-iq feature active. Recommendation was made to consult with a healthcare provider regarding diabetes management.